Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The pump remains in use supporting the patient. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient experienced an upper gastrointestinal (gi) bleed. The patient's inr at the time of event was 2.0 with a goal of 2.0-2.5. A double balloon plasty with adenosine triphosphate atp was performed, and the patient was started on monthly octreotide injections. The patient was discharged on (B)(6) 2016. No further bleeding has occurred since the treatment. It was reported that the vad clinicians did not feel the gi bleeding was not device related.